Event description:
Per the clinic, the patient experienced pain with device use. Subsequently, the device was electively explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.